Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that he received a no delivery alarm on his insulin pump. During troubleshooting, customer changed the set and stated this took care of the no delivery problem. A reservoir occlusion was not ruled out as a possible cause for the alarm. The customer did not wish to return any items for analysis.